Event description:
Reporting status: death. Reporting rationale: perforation requiring medical intervention; subsequent death. Device issue: no device malfunction has been reported. It was reported that the graftmaster stent was successfully placed in the proximal left anterior descending (lad) to treat a perforation caused by a 3.5 x 18 mm promus; however, the anatomy was such that the placement caused the ramus and circumflex to be occluded. An intra aortic blood pump (iabp) was placed, and the patient was sent to surgery for CABG. The patient remained hemodynamically unstable even with the balloon pump. Two days post CABG, the patient was still hemodynamically unstable, hypotensive, with bradycardia and went into defibrillation and the patient died. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.